Event description:
It was reported that remote monitoring data revealed high out-of-range pace impedance measurements and high out-of-range shock impedance measurements for this implantable cardioverter defibrillator (ICD) the day after it was explanted and replaced for normal battery depletion (nbd). It was suspected that the patient was given the explanted ICD to take home, where it interrogated with the patient's existing communicator. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.